Event description:
A male underwent initial aaa repair in 2008, emergently due to ruptured aneurysm. The physician placed one flex main body and two iliac leg grafts. On a follow up exam, the physician thought there might be a type I endoleak but wasn't sure, so gave the patient the option to wait and see or to have placement of additional device to extend the seal zone. The patient decided to have the additional device placed. The physician placed an iliac leg extension the following month. Patient is fine.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated that the event was due to patient anatomy. However, we have notified the appropriate individuals and we will continue to monitor for similar events.